Event description:
Inbound. Per pt second cassette in the past two weeks that alarms unresolved on one pump and then change over to second pump and continues no disposable. Two (2) weeks ago alarmed on second pump within a couple hours and last night starting alarming on second pump the next day. No further details provided.